Manufacturer narrative:
Taper ii. (B) (4). Analysis of the device noted a thinner surface and a smooth opening with leakage consistent with wear and tear in the port tubing near the stainless steel connector. The band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was broken with striations consistent with surgical damage and may have been made to facilitate removal of the device. No additional information has been reported to allergan regarding the serial number of the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
It was reported a leak was discovered in the port tubing.